Event description:
It was reported that a patient presented with a connection issue noted on the patient's implantable cardioverter defibrillator that was alleged to be either a loss of bluetooth telemetry or a diagnostic issue. No intervention or adverse patient consequences were reported.